Event description:
Hospital completed housewide baxter infusion pump software and battery upgrade as part of recall and field action response form baxter. After completion, departments all over hospital started to report pumps increase in number of upstream occlusion alarms, adding to alarm fatigue and situations where nurses were unable to move to other tasks. More departments have now reported upstream occlusion alarms that stops infusing the drug, but there is no indicated or confirmed occlusion. Occurrences range within multitude of drugs, situations, patients, therapies, and care levels. Two cases reported by different department clinicians copied below: several baxter IV pumps have been alarming for upstream occlusions almost every ten minutes throughout the last two-night shifts since upgrade. The upstream occlusion will pause the drip from flowing and this has been coincidentally or not exclusively effecting vasopressors. Nursing staff have changed the baxter pumps out several times a shift and the upstream occlusion alarms continue - very frequently with some as much as every ten minutes. Because the upstream occlusion pauses the drip from flowing completely and this is happening so frequently - this poses a danger to patients that heavily rely on vasopressors when they are critically ill. This is a change we have just noticed over the last two nights. Other trouble shooting methods such as making sure the tubing is not kinked, the medication bags are hanging at the appropriate height, and inside sensors on the pumps are clean have all been trialed. Sigma pumps have been frequently alarming for upstream occlusions. Upon assessment, there appear to be no upstream occlusion and the IV bags are hung high enough that the alarm should not be going off. This is a repeated occurrence that is causing delay in medication administration, alarm fatigue, and repeated unnecessary interruptions from patient care. Manufacturer response for infusion pump, (brand not provided) (per site reporter) baxter reps onsite for further evaluation and observation of device alarming.